Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
A service technician reported that while performing a preventative maintenance (pm) on the spectra optia device at the customer's site, he was shocked while touching a bolt and linked it to touching a 9v battery. He immediately removed his hand and is unsure if their is a sustained voltage or not. He has requested service to investigate if the source of the shock was static electricity or from some other source. Per the service technician, no medical assistance was requested or required. Patient information is unavailable at this time. Terumo bct is awaiting the return of the device.

Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: one year of service history was reviewed for this device with no issues related to the reported condition identified. Per the service technician, during further follow-up, he reported the issue was resolved by replacing the power cord. Investigation is in process. A follow-up report will be provided.

Event description:
The service technician also reported that during the pm autotest, he was shocked while pushing the colored tool onto the rbc detector and it touched the bolt to the left. All leakage current checks were within specification. The voltage on the frame was 95v. The power cord was checked and no issues could be found with it. The cord was secured back to the optia frame and a second check of the voltage found 0v. The bolt and leak detector were touched again and no shock occurred. Another autotest was performed and the service technician was not shocked when he touched the bolt, but he was shocked when he touched the leak detector. All harnesses to the pump panel were inspected. No damage or pinched cables were found. The cassette plate was lowered via sts and touching the bolt and leak detector did not produce a shock. The leak detector was enabled, with no shocking; however, after another autotest, he was shocked again via the leak detector. Clarification: terumo bct is awaiting the return of the power cord for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the power cord was returned for evaluation. Visual inspection revealed no anomalies. When installed in an optia test bed, a seal test was performed while checking for the electrical shock reported. Sts 3.6 was used to perform a full system autotest. The machine successfully completed a full system autotest. The reported issue was not duplicated. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No medical intervention occurred for this event. Root cause: a definitive root cause for this failure could not be determined. Possible causes of electrical shock include, but are not limited to: a defective component or a fluid spill on the device.

Event description:
This report documents a failure of the device which did not require medical intervention. No patient, donor or operator involvement was reported for this specific incident.